Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that caller experienced cartridge alarm 30 during cartridge load process, even though customer waited for prompt before removing used cartridge and had also experienced cartridge alarms with consecutive cartridges on same pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, and technical support confirmed repeated cartridge alarms and arranged pump replacement.